Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have the grip axis pin missing from the grips. The pin, measuring approximately 5.10 mm (length) x 1.85 mm (diameter) was not returned with the instrument. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was no longer working, even though there was no red dot.